Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 860 mg/dl while wearing the pod in the abdomen. Patient reported the cannula was found to have dislodged from the infusion site. Symptoms reported include hyperglycemia, polyuria, polydipsia, malaise and vomiting. The patient was treated with intravenous fluids and an insulin drip. The patient was discharged in 2 days.